Event description:
There was no patient involved in this event. The device was malfunctioned as the device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in april 2009 and performed to specification up to the 27th may 2012. The device failed multiple self-tests due to a low battery between 3rd-4th june 2012. Multiple manual power ups of ten minutes duration were observed in the device memory between 26th july 2014 and 13th may 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would further suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.